Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hcp did not plan to replace the ins or lead at this time. The patient was referred back to their managing pain hcp. No device issues were alleged/noticed following the fall in (B)(6) 2019. The rep was notified of the fall in (B)(6) 2020, and no issues were brought to their attention before (B)(6) 2019 when they saw the patient in the hospital. The cause of the numbness or patient's legs giving out was not known and there was no indication or accusation it was due to the therapy. The issue has not been resolved as the impedances are so high that it doesn't allow for effective stim to be delivered. X-rays were taken, but the surgeon didn't indicate that there were any visible issues with the system's integrity. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient had a fall, which resulted in hospitalization. Then, on (B)(6) 2019, the patient's legs felt numb and had given out on them. The patient was in a lot of pain and could not feel stimulation. The patient was hospitalized and the rep was contacted to evaluate the ins/system. The rep met with the patient on (B)(6) 2019 at the hospital. The rep found that the ins was off when they met with the patient at the hospital. High impedances were reported: >10,000 ohms at a default of 0.7v and >20,000 ohms on the majority of the 0-7 contacts with some impedance values between 18 ,000 and 19,000 ohms. Contact 10 on the 8-15 lead was >20,000 ohms, but everything else on that lead was 3000 ohms or above. It was reviewed with the rep to try programming around the high impedances on the lead with the 8-15 electrodes to see if any relief could be provided to the patient. The rep reported they would try to reprogram around the high impedances. It was also reviewed that x-rays may be appropriate to evaluate the integrity of the system, so they were also redirected to the doctor for diagnostic testing and to discuss next steps. The rep reported that the patient was scheduled to see the doctor on (B)(6) 2020. On (B)(6) 2020, another rep met with the patient at their appointment to discuss potential replacement of the ins. The rep interrogated the ins and found impedances that were out of the programmable range for each electrode. They also performed a connectivity check on the 0-7 electrodes and found a poor physical connection on those as well as electrodes 9 and 10. The surgeon expressed that they didn't believe the patient was a good candidate for a total system replacement given the patient's condition and the risks associated with a lead replacement surgery. The patient and the rep were redirected back to the patient's pain management physician. No further complications were reported or anticipated.